Manufacturer narrative:
Updated to incorporate the new information received. Outcome of hospitalization removed as the new information indicates that the hospitalization was not related to the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 26 oct 2016. The rep reported that no further information could be provided from the rep or the patient's healthcare provider (hcp) as the patient was seen in the hospital and the records of the stay were not forwarded to the hcp. It was reported that the reason for the hospital stay was not related to the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. It was reported that the patient had an infection at an unknown site. It was noted that the patient may be hospitalized.